Manufacturer narrative:
Sampler has been requested to be returned to radiometer medical aps for evaluation.

Event description:
According to the complaint the safety system does not lock. If one put too much force on, the body of the syringe detaches. There is a high risk for the nurse to be stung.

Manufacturer narrative:
A CAPA investigation has indicated the following potential root causes to this problem: issue with needle shield device (nsd) activation could have been caused by connection of barcode label and the inner tube of the nsd that happens during sterilization process of samplers. Although the connection point is very small it creates issues with activating the safeguard. Adhesive material left on the sampler when applying the label is not completely removed by cleaning. Based on this information the following counter measures have been identified and will be implemented via the CAPA: the current label will be replaced by a new with a modified top coat material. The current cleaner will be replaced by a more efficient cleaner.